Manufacturer narrative:
No missing segments or partial display noted, insulin pump passed self test. Broken battery tube threads, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and cracked battery tube threads were noted.

Event description:
It was reported that the customer's insulin pump was damaged. Pieces of the where the battery screws in have fallen off. Her blood glucose level was 168 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.